Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a lead replacement (regulatory report number MDR-2026-22282) on (B)(6) 2026 the second lead was exhibiting high impedances and was unable to be cleared. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.